Manufacturer narrative:
H10: the actual device was not available; however three photographs of the sample were provided for evaluation. A visual inspection was performed which revealed abnormalities / deformation to the patient adapter. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue which occurred in production during the molding process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient connector of a minicap transfer set and the titanium adapter. This was observed during installation of the transfer set for peritoneal dialysis therapy. The event was further described as "the adapter partially entered the connector but was not able to be secured in place, resulting in not been able to connect the set to the adapter." The patient connector of the transfer set was found to be damaged/deformed. To resolve the issue, the transfer set was replaced. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.